Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a plate broke. The patient was treated according to the campy method and a plate (jaw angle fracture), and a revision surgery is planned.